Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm syringe plastipak 3ml s/su contained foreign matter. During the handling process, it was identified that the retaining stopper of the 3 ml syringe was fragmenting, releasing small residues inside. Fragmenting, releasing small residues inside the syringe. Sample available for collection (03 units). Presence of small fragments in the body of the syringe. Additional information received on 30-apr-2026. Can you confirm how many units of the product had the problem/defect? Information from the investigation form when was the problem/defect identified: before, during or after use? Before and during use was there any damage to patient's health? If yes, explain in detail. No was the incident notified to anvisa? If yes, what was the notification number? Yes, 2026.04.(B)(4). Can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? Information from the investigation form.